Event description:
It was reported that the customer received a motor error alarm on the insulin pump during rewind process. The customer's blood glucose level was unspecified but reportedly normal. Nothing further was reported.

Manufacturer narrative:
The motor error alarm occurred during rewind due to motor encoder signal out of phase. No further tests could be performed due to constant motor error alarm. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.